Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified number of bd bbl¿ venting unit, the customer stated that the device has been problematic for some months, it clogs when used. The user had to change the device several times to get a drop of sample and the problem only occurred on blood culture bottles with resin. There was no health impact or consequence reported.